Event description:
Balloon rupture. During a percutaneous transluminal angioplasty to the common iliac artery, (right or left: unk) a guidewire was inserted across the lesion via a sheath introducer without any difficulty. The sds was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator; however the balloon ruptured at 8 atmospheres. Also, the stent was deployed at a slightly "remove" from the accurate position. Therefore, it was withdrawn out of the pt's body, and one more stent (palmaz, p2908e) was deployed, and the procedure was successfully completed. The vessel had severe calcification, moderate tortuousity and 100% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the pt. The product will not be returned. Add'l info will be submitted within 30 days upon receipt.